Event description:
A home patient (hp) reported two incidents of the minicap falling off of the transfer set. (05/15/99 and 05/16/99) with each incident, the hp received a transfer set change by the rn. Per the spouse of the hp, there was no patient injury or medical intervention required.